Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On impaction of the pinnacle shell, the end of the pinnacle handle sheered off. Clean break, no fragments generated and no delay. Cup was already seated and patient outcome was successful.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, on impaction of the pinnacle shell, the end of the pinnacle handle sheered off. Clean break, no fragments generated. No delay, cup was already seated and patient outcome was successful. The product was not returned to depuy synthes, however photos were provided for review. See attachment (broken pinnancle impactor handle.jpg). The photo investigation revealed that pinn straight cup impactor has broken in two pieces, the hammer plate has busted off from the device. The observed condition might be due to off-center irregular impactions. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.